Event description:
It was reported that, "s2 baseplate duracon cruciform broke medial side (B)(6) 2010. Replaced (B)(6) 2011 with universal baseplate and stem. Original done 9 years ago at (B)(6) hospital in (B)(6)."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.